Event description:
On 2/10/92, 93 year old female undergoing tracheostomy procedure in operating room. Endotracheal tube in place. Bovie being used. Sudden loud noise as smoke emanated from tracheal tube, folowed by bluish-white flame. Surgeon immediately suctioned patient. Aflexible bronchoscopy was done with lavage. 2/13/92 - patient is alert and stable with no evidence of smoke inhalation or alveoli damage. Electrosurgical unit was evaluated and found to be within manufacturer's specifications. No deficiencies were found with the devicedevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-91. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed, visual examination. Results of evaluation: other, other, other. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.